Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's reports were not replicated or confirmed. The device was put through extensive testing including power cycling without duplicating the reports. Review of the device log found no critical errors. The device was recertified and returned to the customer. The accessories used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device gave a "no shock advised" prompt for a simulated shockable rhythm and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.